Manufacturer narrative:
E1. Initial reporter address 1:(B)(6).

Event description:
It was reported that a device fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery (distal lad). Following rota burring in the left main bifurcation lesion, a guidezilla ii was selected to deliver a stent to the distal lad due to a calcified nodule. The guidezilla was used with a 7f non-boston scientific guide catheter which contained 2 wires, one of the lad and one for the left circumflex artery. The guidezilla had difficulty passing the guide and got stuck. While pulling back to withdraw the device from the guide catheter, the guidezilla broke into pieces at the mid shaft. The entire assembly were pulled out from the patient. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer: visual and microscopic analysis were performed on the device. Inspection revealed a partial collar separation, full shaft separation and the device returned incomplete as the distal portion from the proximal end of the collar failed to return for further analysis. No further damage or irregularity was noted. There was blood in the collar/shaft portion of the returned device.

Event description:
It was reported that a device fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery (distal lad). Following rota burring in the left main bifurcation lesion, a guidezilla ii was selected to deliver a stent to the distal lad due to a calcified nodule. The guidezilla was used with a 7f non-boston scientific guide catheter which contained 2 wires, one of the lad and one for the left circumflex artery. The guidezilla had difficulty passing the guide and got stuck. While pulling back to withdraw the device from the guide catheter, the guidezilla broke into pieces at the mid shaft. The entire assembly were pulled out from the patient. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1:(B)(6). The complaint device was not returned for analysis. However, a photograph provided by the site showed that the shaft is separated from the hypotube or collar.

Event description:
It was reported that a device fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery (distal lad). Following rota burring in the left main bifurcation lesion, a guidezilla ii was selected to deliver a stent to the distal lad due to a calcified nodule. The guidezilla was used with a 7f non-boston scientific guide catheter which contained 2 wires, one of the lad and one for the left circumflex artery. The guidezilla had difficulty passing the guide and got stuck. While pulling back to withdraw the device from the guide catheter, the guidezilla broke into pieces at the mid shaft. The entire assembly were pulled out from the patient. There were no patient complications reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer: visual and microscopic analysis were performed on the device. Inspection revealed a partial collar separation, full shaft separation and the device returned incomplete as the distal portion from the proximal end of the collar failed to return for further analysis. No further damage or irregularity was noted. There was blood in the collar/shaft portion of the returned device.

Event description:
It was reported that a device fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery (distal lad). Following rota burring in the left main bifurcation lesion, a guidezilla ii was selected to deliver a stent to the distal lad due to a calcified nodule. The guidezilla was used with a 7f non-boston scientific guide catheter which contained 2 wires, one of the lad and one for the left circumflex artery. The guidezilla had difficulty passing the guide and got stuck. While pulling back to withdraw the device from the guide catheter, the guidezilla broke into pieces at the mid shaft. The entire assembly were pulled out from the patient. There were no patient complications reported.